Manufacturer narrative:
The device was returned to the endochoice service center for evaluation and repair. There it was found that the camera assembly required replacement.

Event description:
It was reported that the center image was lost; in which the center screen appeared black. There was no report on whether or not this occurred during a case and no report of injury or other negative health consequence to any patient.